Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the closing lever and the firing trigger were grasped properly after the rectum was taken in the jaw. Although the half staples from the proximal part were formed b-shaped, the other half staples were unformed. Additional suture was performed. There were no adverse consequences for the patient.